Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to button error alarm. Device had missing end cap sticker, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose for a couple of hours. She stated that she had an insulin reaction and her blood glucose level dropped to 26 mg/dl; she treated with food and then went up to 52 mg/dl and was 145 mg/dl at the time pf the call. The customer also reported that she had the insulin pump on suspend and about 20 minutes later it alarmed button error. Customer was unsure if a button was pressed for 3 minutes or longer. The drive support cap is normal. Last set change was on (B)(6) 2013 and customer was disconnected during the rewind/prime sequence. She was unable to check the settings because she could not clear the button error alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.